Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14apr2020.

Event description:
The customer reported a ventilator that would not power on, and the amber led flashes. There was no patient involvement or harm.

Manufacturer narrative:
G4: 09apr2020 b4: (B)(6) 2020 the manufacturer's field service engineer (fse) confirmed the reported problem. The fse determined that the replacement of the power management printed circuit board assembly addressed and corrected this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.